Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 3 months post implant of this 14mm pulmonary valved conduit implanted in a then 6-month-old pediatric patient, the patient was seen by chop cardiologist for clinical follow up. Echo demonstrated moderate conduit regurgitation. This was an increase from mild regurgitation at last visit [(B)(6) 2025 echo]. The echocardiogram shows an increase in the conduit gradient from 31 mmhg on prior study to about 50 mmhg. The arch is patent and there is good biventricular function. The cardiologist notes the patient is doing well and will follow the echo findings in 4-6 months. Dr. Gaynor [chop pi] says this could be possibly related to the conduit, and not unexpected. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device malfunctioned. A4 and b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the reason for evaluation was due to the patient's physical growth of the original conduit. It was reported that a cardiac catheterization is being planned to balloon or stent the conduit in order to delay surgical intervention. No additional adverse patient effects were reported.